Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for pulmonary circulation support. While on support, the patient had significant oozing post impella removal. Final purse string suture with prolene seemed to slow the oozing. Pressure dressing was applied with sandbag. The sandbag was removed two (2) hours post cath lab. 20 minutes of manual pressure held but oozing from site remained, so additional mattress suture was placed. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp flex with smartassist instructions for use & clinical reference manual instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ impella rp with smart assist system with automated impella controller. Section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The additional information is reflected in b2, b5, g3, g6, h1, h6.

Event description:
It was reported that the arterial sheath was kinked, and a new sheath was inserted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Correction : corrected information for the initial report MFR 1220648-2024-18444 : health effect - impact code of death (1802) was inadvertently reported. In error as impella was not related to death of the patient. Corrected information for the supplement report MFR 1220648-2024-18444 : the h1 type of reportable event should was inadvertently reported. In error which has been corrected in this report.